Event description:
The customer reported that during a hysterectomy procedure, the jaws of the device could not be reopened. It is unk if the device was applied to tissue at the time, and if so, how the device was removed from the tissue. Reportedly, the device could not be reopened by hand until afterward, during the decontamination process. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.